Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had non-sustained right ventricular oversensing noted. All episodes were due to lead noise. The asymptomatic patient was stable and would continue to be monitored.